Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that error code 1260 occurred. No patient injury was reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be a corrupted main board, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. If the product is returned this complaint will be reopened for further investigation. G2 email address: (B)(4).